Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial bipolar impedance was >1990 ohms. Unipolar impedance was 390 ohms. An outer coil fracture was suspected.